Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a microclave clear connector leakage was observed at the connection site. There therapy continued without delay. There was patient involvement with no injury reported.